Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The investigation of the complained quick coupling showed that the holding pin of the rim was loose and displaced. Therefore the coupling fell apart as complained. We are not able to determine the exact cause of this occurrence. We can only assume that the pin became loose by high vibrations during use of by high temperature cycles during reprocessing. Also, wear and tear could have played a certain role as this device was obviously often and intensely used. The manufacturing documents were reviewed and no discrepancies were found.

Event description:
Coupling fell apart. This is 1 of 1 report for event # (B)(4).